Event description:
The customer reported that a patient went into severe desaturation and they were unsure if the event alarmed within careevent.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a patient went into severe desaturation and they were unsure if the event alarmed within careevent.